Event description:
Related to MFR report# 2183959-2012-01641. On or about (B)(6) 2011, an elevate posterior system and another ams product were implanted in the plaintiff with the intention to treat her stress urinary continence and pelvic organ prolapse. It was alleged by the plaintiff's attorney that "as a result of having the pelvic mesh products implanted" the plaintiff has experienced "mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and/or will undergo corrective surgery or surgeries." It was additionally alleged the plaintiff experienced "damaged nerve endings" and suffered "debilitating neuromas."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated anda f/u report will be sent.